Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and replaced multiple hardware including the degasser, the sample syringe and the inner wash syringe to resolve the issue. The fse performed calibration and quality control with passing results. The fse verified the analyzer returned to normal operation. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however, there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Section a2, a3, a4, and a5: information not provided by customer. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining low patient results on alkaline phosphatase, total protein, triglyceride, bicarbonate, sodium, potassium and chloride on their dxc 700 au clinical chemistry analyzer. The low results were not released outside the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.